Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09637. It was reported the patient had been experiencing difficulties maintaining communication between the ipg and the external device. In addition, the patient also mentioned he experienced a painful jolt in stimulation a few times after he was able to successfully initiate communication. The patient was asked to turn the system off. The patient is working with his physician to determine the next course of action.